Manufacturer narrative:
Investigation is ongoing.

Event description:
As found through pre-deco evaluation, there was a liner strand located at 1 " from distal tip, 1/2" long. As reported by the field clinical specialist, this patient had significant amount of calcification bilaterally. They did shockwave poba on rfa along with pre dilation using the provided 14f and 16f dilators and were able to advance edwards 14f sheath plus. Upon insertion of the edwards esheath plus the implanter used a 16f and 18f cook dilator to pre dilate the esheath. When the 26mmsapien 3 ultra valve and delivery system were advanced through the sheath there was some resistance at first then it became easy. As the valve was being advanced into the aorta, it became stuck on the sheath and would not advance anymore. The team used a few manipulations like pulling back the delivery system and rotating the esheath. At this point they reattempted to advance the system again and met no resistance. The valve was placed with no patient harm. Upon removing the sheath the seam had completely split from semi expandable portion to the tip.

Manufacturer narrative:
The 14f esheath plus was returned to edwards for evaluation with the introducer fully inserted through it. The device was visually inspected. The sheath was fully expanded, except for region in middle of shaft with length of 2''. The shaft was curved. The liner was torn the entire length of shaft starting 0.75" from the strain relief all the way through to distal tip. There was a liner strand located 1" from the distal tip, with length of 0.5". The tip opened as designed. The c-marker band was present. There were deep scratches along entire length of sheath shaft . Liner thickness was measured along the liner tear as an out of specification result could be indicative of a manufacturing non-conformance. Due to the nature of the tear, measurements were only performed on one side of the tear. Furthermore, the liner strand was also measured. All measurements met specification. Difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in a high push force has previously been documented. Manufacturing mitigations/controls relevant to the issue (e.g., visual and dimensional inspections to the sheath shaft components and esheath final assemblies, visual inspection and expander insertion force test during product verification testing on finished devices) are captured. Although the work order of the complaint device was not provided, the effective revisions of the related manufacturing sops/procedures at the time of complaint occurrence were reviewed. Although the pra captures manufacturing mitigations/controls specific to the esheath, the pra remains applicable for high push force events using the esheath+ device, as all relevant mitigations/controls for the esheath+ are identical with no changes in process flow or parameters. The review of these documents confirmed that these mitigations remain applicable to the manufacturing of the complaint device. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were confirmed based on the condition of the return device. A manufacturing non-conformance was not identified. Reviews of the DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no note of abnormalities during device unpacking or preparation. As reported, ''when the 26mm sapien 3 ultra valve and delivery system were advanced through the sheath there was some resistance t first then it became easy. As the valve was being advanced into the aorta, it became stuck on the sheath and would not advance anymore, the team used a few manipulations like pulling back the delivery system and rotating the esheath. At this point they reattempted to advance the system again and met no resistance. The valve was placed with no patient harm.'' Patient vessels were described as ''significant amount of calcification bilaterally''. Per evaluation of the returned device, deep scratches were observed along the sheath shaft, indicating that the device likely encountered calcification within the patient's access vessel. A calcified patient anatomy can create a constrained condition for the sheath during expansion, which can lead to increased friction between the delivery system with crimped valve and sheath inner lumen. As such, available information suggests that patient factors (calcification) may have contributed to the complaint event. As reported ''they were able to advance the ds and valve. At the end, towards the tip of the esheath, the valve ''got snagged'' and the sheath made a 90 degree bend. The team pulled back, and advanced a few times, but it was still snagged. They could see the ds and valve were seen not on the ''same plane'' as the sheath''. The patient's access vessel was noted to have significant amount of calcification bilaterally, calcification can damage the exposed portion of the sheath liner. Damage along the liner could lead to immediate cutting/tearing or could weaken the liner. A weakened liner can tear during advancement of the delivery system. Additionally, as resistance during delivery system advancement was experienced, excessive manipulation was likely used to overcome it. This excessive manipulation likely further caused the valve strut to catch onto the liner, tearing it. As such, available information suggests that patient factors (calcification) and procedural factors (valve caught on liner, excessive manipulation) may have contributed to the complaint event. A pra was previously initiated to investigate the cause and assess the risks associated with high push force of the commander delivery system with s3u through the esheath. This pra continues to apply to esheath+ as there are no significant changes related to the sheath shaft. This includes material composition, manufacturing process, inspection, and testing. The only update is related to the strain relief material at the proximal end of the sheath shaft. This was modified to improve manufacturability at the component level for improvements relating to extrusion and handling and does not affect system advancement through the sheath. Device performance, including advancement forces were verified to meet specification per design verification. As such, the pra remains applicable for esheath+ high push force events. Since no product non-conformance was confirmed, a product risk assessment escalation is not required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.